Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one vein pick, one 20g introducer needle, and one m.r.I. Low profile port attached to a groshong catheter were return for evaluation. Gross visual, microscopic, and functional evolutions were performed for the returned device. The investigation is confirmed for the reported fluid leak, air leak, suction and identified fracture issue, as two pinhole ruptures were noted during functional testing. Hydrostatic pressure was applied by clamping the distal end of the catheter segment while infusing to observe for leaks. Leaks from pinhole ruptures were observed at approximately the 15 cm depth mark upon infusion with hydrostatic pressure. Aspiration was attempted but only air was aspirated. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified in d2 and g4. H10: d4 (expiry date: 04/2023), g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement through left internal jugular vein, the device allegedly unable to aspirate blood and had fluid leak. It was further reported that, the device allegedly had an air bubbles inside the syringe. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified. (Expiry date: 04/2023).

Event description:
It was reported that during a port placement through left internal jugular vein, the device allegedly unable to aspirate blood and had fluid leak. It was further reported that the physician suspected a catheter rupture. The procedure was completed using another device. There was no reported patient injury.